Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01630. It was reported the patient experienced ineffective stimulation. System diagnostics revealed impedance readings above 3000 ohms on one of the octrode leads. Reprogramming was successful during the second attempt. The patient underwent surgical intervention wherein the octrode lead displaying high impendence's was removed and the two anchors were explanted and replaced which resolved the issue. Effective therapy was restored post operatively.